Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon I used left a part inside [foreign body in reproductive tract]. Painful - vagina [vulvovaginal pain] . I pulled it and a part of cardboard remained inside me it [complication of device removal]. Tampon leaked [device leakage] . Case narrative: consumer reported via social media that part of the tampon remained inside of her after removal. No serious injury was reported.